Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all manufacturing specifications. Therefore, the reported condition was not duplicated and confirmed. An assignable root cause was not determined. It was noted that the allegation received that the device was not working at all most probably was related to improper handling of the device at customer site. A review of the device history was performed, and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Correction: the type of reportable event was inadvertently reported as malfunction in the initial report. The type of reportable event has been updated as a serious injury to reflect the correct information. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Concomitant med products: intramedullary nail device, chuck device, battery device. Reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from japan that during an open reduction internal fixation (orif) surgical procedure using an intramedullary nail for left femur fractures, it was observed that the handpiece device did not function at all. It was reported that the battery device was replaced in the handpiece device but did not solve the problem. It was reported that a spare pneumatic power tool was used; however, since jacobs type chuck device was only available for the tool, extra time was needed to attach a drill bit or a guide pin to the tool. It was reported that this event caused slight excessive bleeding. It was reported that the battery device was working during battery check; and the handpiece device was working properly before the surgical procedure. It was reported that the surgery was completed within a 30 minute delay. There was patient involvement. It was not reported if there was medical intervention or prolonged hospitalization. The patient's status post-surgery was unknown; however, it was reported that since the bleeding was slight, there was no adverse consequence to the patient. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.